Manufacturer narrative:
Section d4 has been updated to include the UDI number of (B)(4). Section d4 has been corrected to display the correct model/catalog number of &nbsp;95251s rather than&nbsp;f090705-1.;.

Manufacturer narrative:
All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The service history record was reviewed and indicated that this is the first time that this unit has been returned for service. The returned cable was inspected, and the reported issue could not be confirmed at this time. Upon a visual evaluation, the cable was found to be cut but no burn marks were observed. Due to the condition of the cable, functional testing could not be conducted. The device will be internally scraped. A corrective action is not applicable at this time as the reported issue could not be confirmed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation.  If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the power cord burned without any wear and tear or kinking. Additional information provided stated that sparking and electrical arcing had been observed. There was no injury or harm related to the malfunction.